Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2024-00100. It was reported that both patients leads had high impedances, imaging revealed that leads were fractured. As a result, surgical intervention was undertaken on (B)(6) 2023 where in both leads were explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.